Event description:
Allegedly after the surgery, the surgeon found loosening around the cup by x-ray when the pt. Received a routine medical check-up. Revision surgery was performed. Observation of the diseased site revealed that both taper junctions had turned to black. Tissue around the diseased site had also changed to black by metal debris.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01551, 01552.